Event description:
Healthcare professional reported no complaint against the device. This record is no longer reportable to FDA and will be un-reported. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d1, d2, d4, d6(b), g4, h4 h6.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.